Event description:
As reported by the edwards field clinical specialist, after successful placement of a 23mm sapien valve via the transapical approach, the patient was placed on cardiopulmonary bypass (cpb) because of apical tearing after removal of the sheath and placement of the purse string sutures. The patient was removed from cpb after approximately 45 minutes and transfusion of two units of blood. The patient was transported to the recovery room in stable condition. Per implanting physician, the perceived cause of the event was friable ventricular tissue which tore during suturing.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site and there was no allegation of device malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over (B)(6) years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, per the implanting physician, the event was caused by friable cardiac tissue which tore during suturing. In addition, the patient's advanced age ((B)(6)) and female gender may have also increased the risk for apical bleeding. There was no report of difficulty advancing or withdrawing the ascendra sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.